Event description:
Boston scientific received information that this implantable defibrillation oversensed noisy measurements resulting in inappropriate anti-tachycardia pacing (atp) therapy. The local area field representative reported the noise measurements were reproducible with isometrics and the patient experienced no pacing inhibition or asystole as a result of the oversensing. Additionally this lead was found to be exhibiting pacing impedance measurements greater than 2000 ohms and determined to have a subclavical fracture. The physician elected to surgically abandon and successfully replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.